Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient went to the emergency room after experiencing arrhythmias. Upon interrogation threshold measurements had increased, so the output was programmed to maximum. It was believed that the right ventricular (rv) lead may have perforated the heart wall. A revision procedure was performed where the lead was repositioned and remains in service. No additional adverse patient effects were reported.